Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade iii, and left implant high/medial malposition.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, left implant high/medial. Malposition," and crease/folding of implant." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, left implant high/medial. Malposition," and crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a deformation, fold creases, wear abrasion and device weight to the specification. Clouds were observed in the gel after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process, and creases are observed but have no relationship with manufacturing process. Additional, corrected, and/or changed data: d.10, h.3, h.6.